Event description:
It was reported that during a lap appendectomy, the clips double fed and were misformed. Another device of the same lot was opened and the same issue occurred. A third like device from a different lot was used to complete the procedure. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected eleven clips due to the condition of the jaws. The instrument out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results from that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.